Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic with suspected driveline infection. Doxycycline 100 mg was initiated for 9 days. Driveline site was erythematous, bloody drainage noted on dressing, and without site tenderness. Cultures were positive for pseudomonas aeruginosa. White blood cell (wbc) count was 18.93 to 11.0 × 109/l. The patient¿s temperature was 99 degrees fahrenheit. Patient was started on cefepime infusion for 21 days. Repeat blood cultures were negative. Midline catheter placed for home antibiotic infusion administration. Patient was discharged home. No additional information was provided.